Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back into the pocket and the patient experienced pocket stimulation. The lv lead was turned off and explanted and replaced at a later date. No further patient complications have been reported as a result of this event.